Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s freestyle libre 3 plus sensor did not pair with the ilet pump after initial scanning, and the issue was resolved through troubleshooting that included toggling settings and rescanning until a warm-up timer displayed. No adverse clinical symptoms reported. Outcomes included no impact to health or need for medical intervention. User support included technical support review and guided troubleshooting to verify communication between the sensor and pump. Investigation of this case revealed a transient pairing failure consistent with communication or setup error that resolved after reattempted pairing. It was concluded, based on previously established findings for similar reports, that the cause was user setup error or transient connectivity issue.